Manufacturer narrative:
For the 4 events related to exemption number e 2012063, all were determined to have a root cause of operational context.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number e 2012063 for product code fdi. This report summarizes 4 events reported to boston scientific for tome wire breaks. Of the events, 2 patients were reported to be female. There were 2 patients with reported ages of (B)(6). One patient weighed (B)(6). All other demographic information is unknown.